Manufacturer narrative:
H3. Product analysis: the pipeline flex /w shield pusher was returned for analysis within shipping box; within two sealed biohazard pouches within an introducer sheath. The pipeline flex braid was already detached and not returned for analysis. No damages or irregularities were found with the introducer sheath. The pipeline flex hypotube was found stretched and broken with the ptfe shrink tubing still intact. The distal segment of the pusher was not returned for analysis. Based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as the braid was not returned for analysis. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling stents or inappropriate anatomy. Customer reported all devices were prepared per IFU, pipeline not positioned in a bend, resheathing was performed more than twice. As the distal pusher and braid were not returned, any contribution of the distal pusher and braid towards the incomplete open could not be determined. The hypotube was found stretched and broken, indicative of retraction against resistance. The broken hypotube end was sent out for sem analysis. The sem report c oncluded that ¿the fracture surface exhibits corrosion damage. Dimple features indicative of overload type failure are visible.¿ this issue has been investigated before and an additional investigation is not required. Possible contributors towards failure are patient vessel tortuosity, resistance during delivery/retrieval, over-manipulation, catheter damage or user re-sheaths more than two tim es. There was no non-conformance to specifications identified that led to the reported issues. There is no indication that the event is related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the distal end of the pipeline had failed to open. The stent had been positioned in a straight segment when it failed to open, and resheathing was performed twice. A bit of a push was given on the pushwire during resheathing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that a pipeline shield failed to open during a procedure to treat an aneurysm. It was noted that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The device was removed and was not implanted. There were no patient symptoms or complications associated with this event.